Manufacturer narrative:
An event of residual leak following off-label use of the amplatzer® vascular plug ii (avp2) to mitigate mitral regurgitation was reported. Another off-label implant of an avp2 was used to further mitigate. A more comprehensive assessment could not be performed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "a hybrid technique for treatment of commissural primary mitral regurgitation" was reviewed. This is a case series of six consecutive patients with severe commissural primary mitral regurgitation who underwent mitraclip insertion followed by an amplatzer vascular plug (avp) ii occluder between the commissure and the mitraclip. The procedure was successful in all patients. Mr was reduced from severe to mild/trivial in 50% and moderate in 50% of cases. On 30-day follow-up, nyha class had improved from iii (6 patients) to I (2 patients), ii (2 patients), and iii (2 patients). One patient had recurrence of moderate¿severe mitral regurgitation with heart failure 3 months post-procedure, with a residual leak between the avpii plug and mitraclip. The mechanism of this increase in residual leak was felt to be inadequate coverage of the initial leak with the avp ii device and a larger initial orifice size. This patient was treated with a further avp ii plug to cover this leak with acute procedural success and moderate residual mitral regurgitation. The primary author is claire e raphael. The corresponding author is mackram f. Eleid, md. (B)(6)